Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 279 mg/dl to "high" with moderate to high life threatening ketone levels. The customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer administered a manual injection of insulin, and changed the cartridge and infusion set multiple times to address bg levels. A health care provider updated the pump settings in attempt to resolve the reported issue. The cause of the reported issue was unknown. Customer continued to use the pump for insulin therapy.